Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
According to the surgeon, the patient implanted with symphonix implant has not used the device for several years. Patient complains of chronic pain in the area of the implant which may or may not be related to the implant. The surgeon is planning to explant however no date has been scheduled yet. Note: this device was manufactured by symphonix devices inc. Vibrant med-el took over the symphonix assets. As such vibrant med-el feels responsible to follow-up on product problems with symphonix produced devices.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the patient report the device was explanted for medical reasons, namely chronic periauricular pain. The patient complains of chronic pain in the area of the implant, which was most likely not related to the implant. According to the surgeon, the patient has not used the device for several years. The device has been explanted. This is a final report.

Event description:
This patient was implanted with a symphonix vibrant soundbridge under research protocol on (B)(6) 1998 according to research consent form. According to the surgeon, the patient has not used the device for several years. The device has been explanted.